Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device latch lock sensor was replaced and the downstream occlusion seal was replaced as a preventative measure.

Event description:
It was reported that the unit did not register when latch was closed. The event happened during testing.